Event description:
Ileostomy closure. Ralc45 dlu was fired and no staples appeared to have been fired on the pt side of the colon. However, the specimen side had staples. Unintended colotomy was completed to open colon.